Event description:
It was reported that the patient had this tactra device replaced with a spectra since the patient claimed dissatisfaction as the device was not firm enough during intercourse. There were no patient complications reported.

Event description:
It was reported that the patient had this spectra device replaced with a tactra since the patient claimed dissatisfaction as the device was not firm enough during intercourse. There were no patient complications reported.

Manufacturer narrative:
Product information in tab d and b3 describe event or problem were corrected as the device was a spectra that was replaced with a tactra.

Event description:
It was reported that the patient had this spectra device replaced with a tactra since the patient claimed dissatisfaction as the device was not firm enough during intercourse. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this spectra penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and functionally tested. No anomalies were found with the cylinders. Based on the information available and analysis results, product analysis was unable to confirm the reported clinical observation of mechanical non conformance.